Event description:
During a perineal radical prostatectomy the ptfe pad came loose and the error displayed. The subject device was replaced with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The evaluation of the photo of the subject device confirmed that the ptfe pad was partially separated. The manufacturing history was reviewed, with no irregularities noted. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad was partially separated. It was possible since the ptfe pad was partially separated, the probe and jaw came into contact with each other, and the error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.